Manufacturer narrative:
Follow-up # 1 date of submission 01/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings:a review of the pump¿s history showed evidence of two loss of prime alarms on 10/03/2013. The pump powered on normally during testing and was able to be exercised with no alarms. The force sensor was found to be in calibration. The pump¿s cover was opened and no defect was found to the force sensor assembly. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter stated that the loss of prime alarm was emitted more frequently than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.